Manufacturer narrative:
(B)(4).

Event description:
It was reported the programmer incorrectly prompted that the device had reached elective replacement indictor six months after it was measured at normal projection. The device actually reached end-of-support four months later. The patient did not feel the patient notifier. The device was explanted and replaced. The patient condition was good before and after the procedure. The patient was discharged from the hospital on the same day.